Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 7/mar/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. During intake, the patient¿s spouse stated the patient¿s pd catheter (not a fresenius product) was removed and his stomach was ¿full of blood.¿ additionally, the patient reportedly went into atrial fibrillation and expired on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic (date not provided) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was obtained, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided), however the patient continued experiencing abdominal pain and was sent to the hospital on (B)(6) 2023. Medical records received on (B)(6) 2023 confirmed the patient presented to the emergency room (ER) via emergency medical services due to worsening abdominal pain. The patient¿s pain was treated with morphine and the patient was sent for hematological/radiological studies. The radiological studies did not definitively indicate peritonitis, rather there was fluid discovered which could be related to an abdominal abscess. The hematological studies revealed the patient was hypokalemic (2.6) and was given 40 meq of intravenous (IV) potassium, 1000 mg of IV magnesium and 250 ml of IV normal saline. Given the patient¿s condition, the decision was made to transfer the patient to a larger medical institution for further evaluation. Following transfer on (B)(6) 2023, the patient¿s peritoneal effluent fluid culture was obtained, and was positive for bacteroides fragilis (peritonitis confirmed). The patient was started on IV metronidazole (duration, frequency, dose not provided), however the patient continued to experience abdominal pain. The medical team decided to transition the patient to hemodialysis (hd) on (B)(6) 2023, and the patient¿s pd catheter was surgically removed on (B)(6) 2023. While undergoing hd therapy, it was noted the patient experienced periods of bradycardia (pulse = 20¿s) and the patient¿s metoprolol was held. It was reported that the patient began feeling better following the removal of the pd catheter. A follow-up abdomen/pelvis CT on (B)(6) 2023 revealed the patient¿s abdominal abscess (near pd catheter site) was worsening, and the patient underwent a CT-guided procedure which drained the abscess of purulent material. Subsequent peritoneal effluent fluid cultures grew enterobacter and enterococcus, which were vancomycin resistant, therefore the patient was prescribed IV cefepime and daptomycin (duration, frequency, dose not provided). Although the timeline is unclear, the patient bradycardic episodes continued, and his metoprolol was discontinued. The patient was being considered for a temporary pacemaker, however on (B)(6) 2023, the patient experienced worsening abdominal pain (left lower quadrant) and an additional abdomen/pelvis CT exposed a large fluid collection or possible hematoma. The patient received a single unit of packed red blood cells (timeline unclear), however the patient's condition continued to deteriorate, and was transitioned to comfort measures only. The patient was pronounced dead on (B)(6) 2023.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s serious adverse events of peritonitis, abdominal abscess, hematoma (all characterized by unresolved abdominal pain), bradycardia, blood loss and death. The definitive etiology of the events is unknown; therefore, causality cannot be firmly established. However, the medical records indicated the patient¿s primary cause of death involved the worsening abdominal abscess (blood loss event), bradycardia, and the withdrawal of care on (B)(6) 2023. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. During intake, the patient¿s spouse stated the patient¿s pd catheter (not a fresenius product) was removed and his stomach was ¿full of blood.¿ additionally, the patient reportedly went into atrial fibrillation and expired on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic (date not provided) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was obtained, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided), however the patient continued experiencing abdominal pain and was sent to the hospital on (B)(6) 2023. Medical records received on (B)(6) 2023 confirmed the patient presented to the emergency room (ER) via emergency medical services due to worsening abdominal pain. The patient¿s pain was treated with morphine and the patient was sent for hematological/radiological studies. The radiological studies did not definitively indicate peritonitis, rather there was fluid discovered which could be related to an abdominal abscess. The hematological studies revealed the patient was hypokalemic (2.6) and was given 40 meq of intravenous (IV) potassium, 1000 mg of IV magnesium and 250 ml of IV normal saline. Given the patient¿s condition, the decision was made to transfer the patient to a larger medical institution for further evaluation. Following transfer on (B)(6) 2023, the patient¿s peritoneal effluent fluid culture was obtained, and was positive for bacteroides fragilis (peritonitis confirmed). The patient was started on IV metronidazole (duration, frequency, dose not provided), however the patient continued to experience abdominal pain. The medical team decided to transition the patient to hemodialysis (hd) on (B)(6) 2023, and the patient¿s pd catheter was surgically removed on (B)(6) 2023. While undergoing hd therapy, it was noted the patient experienced periods of bradycardia (pulse = 20¿s) and the patient¿s metoprolol was held. It was reported that the patient began feeling better following the removal of the pd catheter. A follow-up abdomen/pelvis CT on (B)(6) 2023 revealed the patient¿s abdominal abscess (near pd catheter site) was worsening, and the patient underwent a CT-guided procedure which drained the abscess of purulent material. Subsequent peritoneal effluent fluid cultures grew enterobacter and enterococcus, which were vancomycin resistant, therefore the patient was prescribed IV cefepime and daptomycin (duration, frequency, dose not provided). Although the timeline is unclear, the patient bradycardic episodes continued, and his metoprolol was discontinued. The patient was being considered for a temporary pacemaker, however on (B)(6) 2023, the patient experienced worsening abdominal pain (left lower quadrant) and an additional abdomen/pelvis CT exposed a large fluid collection or possible hematoma. The patient received a single unit of packed red blood cells (timeline unclear), however the patient's condition continued to deteriorate, and was transitioned to comfort measures only. The patient was pronounced dead on (B)(6) 2023.